Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 500 mg/dl. Troubleshooting for no delivery was performed. Customer was advised to change out their entire infusion set and reservoir. Customer advised they would treat their high blood glucose with a manual syringe.